Event description:
The customer contacted baxter's technical service center to report a high drain alarm 104 on the homechoice (hc) machine after use. The baxter technical service representative (tsr) reviewed the home patient's (hp) therapy. The initial drain volume equaled 28ml, the last fill equaled 1873ml, the total fill equaled 14005ml, the total drain equaled 18640ml and the total ultrafiltration equaled 4635ml. In cycle 6 the volume equaled 1506ml, cycle 5 equaled 48ml, cycle 4 equaled -199ml, cycled 3 equaled 3431ml, cycle 2 equaled 49ml, and cycle 1 equaled -200ml. The total volume equaled 16000ml, total time was 10:00, and fill volume equaled 2500 ml with the total volume percentage of 90. The total ultrafiltration equaled 300ml, last fill equaled 2000ml, and the dextrose was different. The hp did not want to swap the device. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A device history review was performed finding one exception during manufacturing, however, the device was retested and passed all subsequent testing. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of an iipv-adult. The reported issue was not confirmed. The cause could not be determined.

Manufacturer narrative:
(B)(4). The device is not available at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.